Event description:
It was reported that the patient underwent a cervical procedure for opll at c5-c7 using anterior fixation plate and screws. One fixed angle screw backed out at right c7. The revision surgery was performed to remove the screw approximately 9 and a half months post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.